Event description:
It was initially reported by a nurse that she was unable to use her programming system to communicate with a patient's generator. The area representative observed the technique used by the nurse to interrogate patient's and noted that interrogation failed. The nurse used another wand and serial cable and communication was successful. Troubleshooting of the system ruled out the programming handheld and programming wand as issues. The serial cable connecting the wand was the reason for the failed interrogation. At the moment attempts to obtain the reported serial cable for analysis have been unsuccessful to date.

Event description:
Additional information was received on (B)(6), 2012 when product analysis was completed on the handheld serial cable. During testing it was identified that the serial cable was unable to establish communication using a known good wand and handheld. The cause for the communication difficulties is associated with 2 broken wire connections on the axim connector plug pcb. Once the wires were soldered back onto the dell axim connector plug pcb, the serial cable was able to establish communication between the handheld and wand. Product analysis identified that the most likely cause for the wire breaks can be associated with mishandling of the serial cable. No further anomalies were identified.

Event description:
Additional information was received on (B)(4), 2012 when the nurse reported that she received a replacement serial cable and when used with her programming system it works perfectly. The serial cable that she was having problems with was returned to the manufacturer for product analysis on (B)(4), 2012. Product analysis is still underway and has not yet been completed.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.